Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of the right common femoral artery with two prostyle device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The first prostyle suture was pre-placed as intended. Reportedly, during removal of the second prostyle device, the footplate would not retract. The footplate got stuck in the subcutaneous adipose tissue, and the first pre-placed suture. The skin incision was enlarged enough to remove the device, the prostyle device and suture were then removed. The first pre-placed suture remained pre-placed. The suture of a third new prostyle device was successfully pre-placed. The sheath was upsized to an 18f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close was confirmed. Entrapment is procedure related and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The displaced foot is generally associated with interaction with tissue or suture. In this case, per the reported, ¿the device was stuck on the subcutaneous adipose tissue and the threads of the first prostyle device¿, indicated the foot interacted with likely both tissue and suture. In certain situations when tissue or suture catches under the anterior foot during closure of the foot, the foot can surf distal and come out of the guide. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.